Manufacturer narrative:
Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 13-sep-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 30 mg/ml morphine at 2.5 mg/day via an implantable pump for chronic low back pain and spinal pain. It was reported that the patient was having their pump replaced due to the elective replacement indicator. While in the operating room, the surgeon was unable to aspirate the catheter access port (cap) of the old pump. The sutureless connector was then replaced, but the surgeon was unable to aspirate any cerebrospinal fluid (csf) from the cap when he connected the new pump. The patient did not report any issues with the efficacy of the pump or display or report any symptoms of withdrawal. The surgeon left the new pump and sutureless catheter connected to the old implanted catheter. The patient had a follow-up scheduled in 2 weeks and the patient would be re-evaluated then. The patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The patient got an MRI and CT scan following the replacement after not being able to replace the catheter. The scans showed that the patient's catheter was completely out of the intrathecal space. It was unknown how long that the catheter had been dislodged, as the patient had been reporting she was getting adequate pain relief. The patient had the catheter removed in its entirety and was replaced with a new catheter on (B)(6) 2019. No further issues were reported or anticipated.